Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after the surgeon removed the stomach remnant from the patient, then double checked the integrity of the staple line and noticed a hole on the third firing of the procedure (a blue load was used). The surgeon over sewed the staple line in question in the patient. The surgeon did originally test the sleeve for leaks prior to him finding the hole and no leaks were detected. The surgeon over sewed as a precautionary measure based on the hole in the staple line of remnant stomach that was removed from the patient. There were no patient consequences. The device will not be returned.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: did the device fire as intended?asku. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 3rd firing. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Green. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Please note: there is no device to be returned. This account will not allow us to return product for analysis. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.